Event description:
Surgeon was drilling with 5.0mm cannulated drill bit which was placed over a 2.8mm threaded guide wire, the drill bit tip broke. Surgeon removed all fragments and a new drill bit was used. Procedure was reportedly completed with no further problem. Surgeon noted the threaded guide wire may have been bent, causing the drill bit to break. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Manufacturer narrative:
The device history records (DHR) were reviewed and the report states the following: precision edge surgical products manufactured the 5.0mm cannulated drill bit large qc/300mm, p/n 310.63, and lot number pe01769. The supplier¿s certificates of compliance (dated 1/11/13 for two separate receipts of this lot) indicate the parts were manufactured to p/n 310.63, revision ¿e¿ and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿n¿ (dated 1/17/13 and 1/28/13). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. The two receipts of this lot were released 1/21/13 and 2/4/13.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. From 5/30/2013 to 5/23/2013.